Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited fluctuating shock impedance measurements of greater than 200 ohms. No noise was observed and all other lead measurements were stable. Technical services (ts) discussed options including reprogramming and defibrillation threshold (dft) testing. The device remains in service. No adverse patient effects were reported.